Event description:
A hospital in germany reported a patient was treated with a mirs construct on (B)(6) 2011. Post-operatively x-rays taken show the locking cap was loose. The patient was returned to the o.r. On (B)(6) 2012 and the locking cap was removed and replaced with a new one. This report is #2 of 3 for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Additional narrative: investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.